Event description:
During a check-out procedure of a ventilator at the manufacturer's service center, error codes were found in the ventilator's downloaded error log. The device was not in patient use. The device's power management board was replaced to address the issue.